Manufacturer narrative:
Citation: barbanti m et al. Incidence of long-term structural valve dysfunction and bioprosthetic valve failure after transcatheter aortic valve replacement. J am heart assoc. 2018 aug 7;7(15):e008440. Doi: 10.1161/jaha.117.008440. Epub 2018 jul 31. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term structural valve dysfunction and bioprosthetic valve failure in a cohort of patients with transcatheter aortic valve replacement (tavr) who reached at least 5-year follow-up. The rates of bioprosthetic valve failure and structural valve dysfunction were defined according to newly standardized european association of percutaneous cardiovascular interventions, european society of cardiology, and european association for cardio-thoracic surgery criteria. All data were collected from a single center between june 2007 and march 2012. The study population included 288 patients (predominantly female; mean age 81 years), 238 of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, 4 valve-related deaths occurred. Three of these valve-related deaths were corevalve recipients (identified in the literature as patient 2, patient 4, and patient 11): patient 2 died during the procedure due to a left main occlusion after valve deployment and unsuccessful percutaneous coronary intervention. Patient 4 died at day 37 following tavr due to low valve deployment into the left ventricle causing severe paravalvular regurgitation and impingement of the anterior mitral leaflet, leading to severe mitral regurgitation. Subsequently, an attempt to reposition the valve using a snare was unsuccessful. Patient 11 died at day 2,784 following tavr because of low valve implantation causing severe paravalvular regurgitation and acute heart failure. Based on the available information, medtronic product may have caused or contributed to these deaths. A total of 171 patients died at a median of 60 months. Of these, death was attributed to cardiovascular reasons in 60 patients. Multiple manufacturers were noted in the literature; based on the available information, medtronic product did not cause or contribute to these deaths. Among all patients, adverse events within 30 days of the procedure included: permanent or intermittent third-degree atrioventricular block requiring permanent pacemaker implantation, two transcatheter heart valves implanted, disabling stroke, nondisabling stroke, transient ischemic attack, disabling bleeding, and life-threatening bleeding. Among all patients, adverse events that occurred during the 8-year follow-up period included: severe restenosis due to calcification and tissue ingrowth requiring redo tavr, reduced leaflet mobility (leaflet calcification), mild-severe paravalvular regurgitation, valve endocarditis at 2 years following tavr causing severe intraprosthetic aortic regurgitation leading to redo tavr, and increased transaortic gradients. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.